Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.